Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation, the distal portion of the right ventricular coil was damaged through fluoroscopy. The lead was removed and replaced with another lead. The patient condition was stable before, during, and after the procedure. The patient will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.